Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4, d9, h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that resection guide divergent holes not accepting pins. It was unknown if there was any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "the resection guide divergent holes not accepting pins. It was unknown if there was any surgical delay". The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that silhouette resection guide has one (1) of the divergent holes severely deform with signs of deep scratches around the edge. Based on the damage of the device, it is reasonable that the observed condition of the divergent hole prevents the device from assembling the pins as intended. The observed condition of the device consistent with pins being drilled into the right divergent pin hole in an misaligned position. The overall complaint was confirmed as the observed condition of the silhouette resection guide would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.